Event description:
It was reported that during patient use, the ventilator system error message was activated and displayed. The ventilator shut down and the patient was removed from the ventilator, manually ventilated and transferred to another ventilator. No negative patient consequences were reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer complaint of high token error was verified in the error log. When the flow sensor receptacle was removed from the unit it was observed that the glue holding the receptacle together was cracked and the printed circuit board(pcb) was loose. The flow sensor receptacle was replaced and the unit was processed per the manufacturer's instructions.

Manufacturer narrative:
(B)(4). Ventilator received, decontaminated and sent for further investigation.